Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Corrected field: g2 (added selection). The device was returned to olympus for evaluation and the customer's reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when put in a brand new light bulb in the xenon light source, the screen would go black in the middle of an unspecified procedure, caused an unspecified procedure delay which was not long as customer were able to shut it down, restarted and it worked. Per additional information received, it would change the color and the spare bulb light would come on. The procedure was completed with no reports of any user/patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.